Manufacturer narrative:
(B)(4). The user interface module master software version for this device is 5.04.00, categorized as unremediated. The software version for this device was inadvertently omitted in the follow-up medwatch report, 6000001-2010-00922 001.

Manufacturer narrative:
(B)(4). The device has been received by baxter; however, it has not been evaluated. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Event description:
During service at baxter, a technician reported that a colleague infusion pump had channel select on the channel a phm (pump head module) that is inoperative. The reported condition was identified during product evaluation. There was no documented patient injury or medical intervention necessary. The device software version is currently not available. No additional information is available.